Manufacturer narrative:
Medtronic received the following information from a journal article entitled; evar post-implantation syndrome ¿ can hematological values help us? Augusto r, coelho n, semião , pinto e, ribeiro j, peixoto j, fernandes l, brandão d , canedo a angiologia e cirurgia vascular número 04 / volume 16 / dezembro 2020 doi:10.1016/j.ejvsvf.2020.12.005. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant ii stent grafts and non mdt stent grafts were implanted as part of evar procedures in 107 patients on unknown dates over a 5 year period. It was reported that there was an incidence of pis (post-implantation syndrome in 10. 2% of the cohort . This was defined as having a fever (>38ºc) and leukocytosis (>12000/l), excluding an infection complication. The presence of pis had significantly increased the period of hospitalization (p=0.017) from a median of 5 days (no pis) to a median of 7 days (pis).